Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported infection event could not be determined. The patient remains ongoing on vad support and no further related events have been reported. A review of the device history records found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 54 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that patient was readmitted on (B)(6). The home health nurse reported being able to see the pump due to wound dehiscence. Wound vac was placed with debridement and bovine pericardium patch. Antibiotic infusion was initiated. On (B)(6), the patient underwent incision and drainage for partial dehiscence. Patient recovered and was discharged. No additional information was provided.